Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a posterior cervical case. It was reported that intra-operatively, the imaging system and navigation system would not communicate. The site tried bypassing the bulkhead on both systems. The ip's were checked and re-entered with no change. The surgeon moved forward without the use of the imaging system and used point merge. The procedure was completed using navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of an one hour or longer due to this issue.